Event description:
It was reported that the surgeon experienced a detonation sensation when using the product. The procedure was completed successfully.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: the surgeon experienced a detonation sensation inside the patient's shoulder probable root cause: inappropriate selection of power by user, wrong default setting, power output variation console error: refer to rsk10684 for risk outputs associated with rf energy to probe for the serfas energy console. Refer to rsk10642 for risk outputs associated with rf signal to handpiece for crossfire and crossfire ii consoles use error: the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the surgeon experienced a detonation sensation when using the product. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: the surgeon experienced a detonation sensation inside the patient's shoulder when using the electrode for rotator cuff repair under arthroscopy. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the burned tissue generated during used and pieces of burned tissue may partially block the suction pathway which may have contributed to an abnormal suction. The active pin became exposed and possibly sparks with direct contact with the hood during use, creating a short circuit between the active pin. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgeon experienced a detonation sensation when using the product. The procedure was completed successfully.